Manufacturer narrative:
Concomitant medical product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 16-sep-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(4) 2019 regarding a patient receiving morphine (20mg/ml at 4mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that during a normal pump replacement while switching the pump out the hcp tried to aspirate directly from the catheter and was unsuccessful. The hcp stated that since the patient had been getting good therapy, he was just going to connect the new pump to the catheter. Programming was discussed with different concentrations, and it was later verified that there was no change in concentration. It was noted that the hcp did replace the suturless connector which was a normal practice. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-feb-21. It was reported that the cause of the inability aspirating the catheter was not determined.